Manufacturer narrative:
Sensor kit expiration date is 30-apr-20. The medical event associated with this complaint occurred on (B)(6) 2021 which indicates usage of the device beyond the useful lifespan. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. A follow-up report will be submitted if any additional information is obtained.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. A caller reported receiving unspecified high sensor scans as compared to the hcp meter. The customer felt very sick and experienced a loss of consciousness and the paramedic was called. Upon arrival, the paramedic revived (unspecified) the customer was and transported the customer to the hospital where a reading of 24 mg/dl was obtained. The healthcare provider performed an ECG and administered an IV for the diagnosis of hypoglycemia and no further information was reported. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 300 mg/dl in comparison to a hcp meter result of 113 mg/dl when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.